Manufacturer narrative:
H3: visually, there was no damage in the construction of the device. Functionally, a syringe was used to inject 15cc of air into the cuff balloon and there were no issues during inflation or deflation. The cuff was re-inflated and deflated multiple times and no leaks were observed. The cuff and pilot balloon were manipulated by applying pressure onto each component and no issues occurred. For further analysis, a leak test was performed by submerging the entire device in water and no bubbles (leakage) were observed. A review of the global complaint data showed six similar complaints about this lot number. In the returned condition, there was no out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroidectomy procedure, so, . Additional information received stating that the cuff and tube checked prior to use to ensure proper functionality (inflate) and they worked properly. 5 cc of air was used to inflate the cuff. About 10 minutes after intubation, the anesthetic found the air leak from inflation balloon. The patient and/or tube repositioned and the cuff of the tube deflated prior to repositioning, then reinflated once the patient/tube was settled. No difficulties, such as unexpected anatomy or difficult intubation noted that may have affected the use of the device. Bite block was not used to secure the device and protect the tube. The anesthetic changed a new endotracheal tube and completed procedure. There was no patient impact.